Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the instrument channel port was rattling, and there was a leakage due to the floating parts of the control section. -the bending section did not move when the angulation control lever was operated. -the remote switches of the control section did not respond. -the instrument channel port was loose and the area around the instrument channel port was damaged. -the adhesive of the bending section rubber was chipped. -there was a leakage from the instrument channel port, grip cover, up/down plate, light guide bundle, and universal cord. -the bending tube was rattling. -the forceps/irrigation plug maj-891 returned by the user was not damaged such as scratches. Since the area around the instrument channel port was damaged, the instrument channel port may have rattled and loosened due to excessive external force applied when installing the forceps/irrigation plug maj-891. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was confirmed. When checking the water tightness, it was confirmed that the grip unit and instrument channel port floated when internal pressure was applied to the device. The inside of the device was flooded. The loose instrument channel port caused a leakage from the control section. The device has been delivered to the user facility for less than a year and has no repair history. The device was returned to omsc on (B)(6) 2021 for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when checking the operation during the procedure, the instrument channel port was rattling. In addition, the user reported that there was a leakage from the control section. The intended procedure was completed without any health hazard to the patient.